Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device due to atherectomy and stenting of left anterior descending and circumflex. Patient was stabilized with levophed dopamine initially and brought to the cardiac cath lab. Angiogram revealed totally occluded circumflex. Attempt made to cross lesion without success and patient continued to decompensate. While on support, the patient was returned to the cath lab for the impella cp to be weaned and explanted. During the closure of the access site it was reported that the first perclose suture failed. No further information was provided as to the treatment for this event. Additional information noted care was withdrawn and the patient expired.